Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. D9: device availability ¿ additional. G3: date received by manufacturer - additional. H2: additional information - additional / device evaluation. H3: device evaluated by manufacturer ¿ additional. H6: type of investigation ¿ additional. H6: investigation findings - additional. H6: investigation conclusion - additional.

Event description:
It was reported that an unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and failed due to the receiver battery dropping down after charging. A receiver boot test was performed and passed. Functional tests were not performed due to the receiver battery dropping down after charging. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause was determined to be a defective battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). E1 initial reporter country code - (B)(6).

Event description:
It was reported that an unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.